Event description:
The device was used during a pneumonectomy/pulmonary vein procedure. It was reported that surgeon was doing a thoractomy. "It was a difficult case lasting approx 5 hrs. He started a lobectomy but did not have sufficient margins. He continued the procedure and had to do a pneumonectomy. The case was finished at approx 5 pm. Operating site looked dry and there was no bleeding. Pt was brought back to par. He woke up and spoke with his family. At approx 9 pm his blood pressure went to the floor. The anesthetist quickly opened up chest and tried to stop bleeding. It was described as blood pumping of the pulmonary vein. Unforunately, he could not stop the bleeding and the pt expired.